Event description:
Customer reported, the insulin pump was going off. Customer stated the sensor would read his blood glucose at 40 mg/dl and it was high at 200 mg/dl. The device would go into threshold suspend, was set at 60 mg/dl. Customer has reported recurring issues with the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.